Manufacturer narrative:
(B)(4); batch #: unk. Maude report number: mw 5096862. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the healthcare professional shared that, "the ethicon vascular stapler jammed before entering patient's abdomen and was not locked on tissue. Looked as though the load didn't sit down into the tracks like it should, but the stapler wouldn't open back up to fix the issue (the jaws never opened). The stapler was taken off the field and a new one was opened.¿ there was no patient consequence, and there was no change to post-op patient care.